Event description:
As reported by our affiliates in canada, it was a case of a 29 mm sapien 3 valve implanted in the aortic position by a transfemoral approach. During the procedure, at the end of inflation, a balloon burst occurred. The valve was able to be fully deployed, and following valve deployment and balloon rupture, physicians attempted to remove the balloon through the sheath as a single unit; however, significant resistance was encountered, and the balloon could not be removed through the sheath due to a radial balloon tear. Blood was observed in the syringe. As a result, the physicians converted to femoral cutdown surgery to remove the balloon. Additionally, liner damage of the esheath was observed together with a distal tip tear. No injury or complication related to the event was observed, and the final patient status was stable. As per information provided, the root cause of the event is related to sinotubular junction calcification.

Manufacturer narrative:
Investigation is ongoing.